Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that an occlusion alarm occurred. In addition, it was reported that the insulin gauge was inaccurate and that the cartridge was not sitting flush with the pump. Customer reloaded the cartridge to resolve the issue. Customer's blood glucose level was 250 mg/dl. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information regarding this event was provided.